Event description:
No power to the device, out of box failure. Pulsavac plus wound debridement irrigator opened for case but had no power. Device would not function at all, removed from field and placed in original packaging.